Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged patient cable on the mobile power unit (mpu) (serial number: (B)(6)) was confirmed; however, the reported event of atypical power alarms was not confirmed. The mpu was not returned for analysis and no log files were submitted for review; however, evaluation of the submitted photo revealed small cuts in the patient cable jacket. The small cuts were later reported to have been due to an animal. The animal bites on the patient cable were reported to be the root cause of the power alarms. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. The relevant sections of the device history records for sn (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported the cause of the power alarms was secondary to animal bites on the cable. It was also noted that the reason for the patient being given a new mpu in (B)(6) 2025 was due to the mpu recall and the patient experiencing a loss of power event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient cable on the mobile power unit (mpu) appeared to be damaged. The patient reported to had experienced power alarms on the mpu.